Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact on the customer¿s blood glucose level. The customer needed to plug in the pump to turn it back on. Customer addressed the elevated bg by manual insulin injection.